Event description:
Patient reported the loss of therapeutic effect with implantable neurostimulator (ins). The patient reported that the medtronic device was not helping with the bladder, urinating all over herself. They were keep getting reprogrammed and the programs were pulling up their toes either they were too strong or something. Patient tried the lowest setting and bump it up but they could not tolerate anything above 2.0v. Patient would change between programs and they could watch her toes move. It was inquired that if patient tried decreasing below 2.0 and patient stated it "didn't matter". Patient had motor vehicle accident which probably made it worse. Patient reported that therapy was good from 6 months to a year. Patient also reported multiple sclerosis and degenerative disc disease. No patient outcome had been reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.